Event description:
As reported by sales agent: "surgeon put plate on and fixed with one screw distally. Went to put second locking screw in and said screw wouldn¿t lock in. Tried several methods to lock in but surgeon believes threads on plates faulty. Removed plate and swapped to standard ortholoc mtp fusion plate. No further issues."

Manufacturer narrative:
Correction - please refer to d9 - the product was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be re-assessed.

Event description:
As reported by sales agent: "surgeon put plate on and fixed with one screw distally. Went to put second locking screw in and said screw wouldn¿t lock in. Tried several methods to lock in but surgeon believes threads on plates faulty. Removed plate and swapped to standard ortholoc mtp fusion plate. No further issues."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.